Event description:
Olympus received a medwatch 3500 FDA form, which states "the wire stylet became stuck halfway in the vizishot needle. They were unable to remove. A new needle was required to complete the procedure."

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event. The user facility reported to have successfully completed the procedure with a different, but similar needle and that there was no pt injury associated with this event. The device referenced in this report was returned to olympus for eval. The eval confirmed that the stylet was stuck inside of the tube sheath of the needle due to a kink found on the tube sheath below the boot of the handle, which most likely contributed to the reported event. The cause of the reported event was determined to be due to physical damage. This report is being submitted as a medical device report in an abundance of caution.